Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the mol1 battery status. The memory content of the device was inspected. During analysis of the available iegms noise was observed in the ventricular channel, confirming the clinical observation. The archive data showed an increase of the atrial pacing impedance up to 2387 ohms on (B)(6)2017 and greater than 3000 ohms since (B)(6)2019. Therefore, the impedance measurement functions as well as the sensing functionality of the device were thoroughly tested and proved to be fully functional. The device sensed the attached heart signals free of noise and the sensed signals as well as the measured impedances were normal and as expected. There was no indication of a device malfunction. In a next step the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD were analyzed. During analysis of the device memory content the clinical observation could be confirmed. However, during a thorough analysis of the ICD the device proved to be fully functional. There was no indication of a material or manufacturing problem.

Manufacturer narrative:
An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In conclusion, the infection was not device related.

Event description:
This device was explanted due to infection. New system was not implanted. Should additional information become available, this file will be updated.